Manufacturer narrative:
Based on the current information provided, the causes of the operative complications presented in the video cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument log cannot be conducted at this time as the event dates and da vinci system information remain unavailable. Details regarding the site name(s), surgeon names), procedure dates, and procedure details are unknown at this time. This complaint is being reported due to the following: within the youtube titled, ¿robotic "nightmares": how to avoid,¿ a number of operative complications were presented. Some of the complications required medical/surgical intervention. At this time, the root causes of the reported operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during multiple da vinci-assisted surgical procedures within the youtube video titled ¿urology 60 minutes - episode 9 - ¿robotic 'nightmares': how to avoid¿ a number a operative complications were presented. Within the video, it was reported that during an unspecified da vinci-assisted urology procedure, an injury to the epigastric artery occurred and the surgeon applied clips and suture to address the injury. The surgeon believed that the iliac injury may have been injured and bulldog clamps were applied to the iliac artery to control the bleeding. In another surgical procedure presented in the video, during lymph node dissection, a monopolar curved scissors instrument injured the iliac vein. In one other case during a da vinci-assisted nephrectomy procedure, an injury occurred to an unspecified artery and bleeding occurred. As a result, the procedure was converted to open surgery to control the bleeding. Other complications presented included a venous injury and also an air embolism during a partial nephrectomy when the surgeon removed a thrombus. Nerve injuries were also reported in the video. In one case during a cystectomy, a nerve was transected and a graft was applied to address the nerve injury. Additionally, in separate surgeries presented, it was reported that an obturator artery was injured and in another instance, there was a ureter injury that required a ureter implantation. Another surgical procedure was presented and a rectal injury occurred during a dissection. Lastly, another procedure presented with intra-operative bleeding which led to active post-operative bleeding. The patient received three to four units of packed blood cells and underwent a robotic re-operation to address the bleeding.